Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the monopolar port one would not work wherein the cut would come out when coagulation was pressed. The surgeon moved to monopolar port two that worked fine and completed the procedure. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. A visual inspection of the generators exterior found the rear ethernet cover missing. The reported condition was confirmed. The investigation isolated the condition to the steering relay board. The steering relay board was replaced to address the condition. Corrective actions have been implemented to mitigate this issue. If information is provided in the future, a supplemental report will be issued.